Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. There was no damage observed on the distal tip or guidewire exit port assembly. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract and a test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a catheter entanglement occurred. The target lesion was located in the mildly tortuous and mildly calcified circumflex artery (cx). An opticross¿ imaging catheter was selected for use. During the percutaneous coronary intervention (pci), the opticross¿ imaging catheter and wire got stuck, but it didn't stuck in the stent. After the intravenous ultrasound (ivus) it was unable to remove the catheter. The ivus catheter and the wire are completely stuck. Subsequently, the opticross¿ imaging catheter was retrieved together with the wire and was completely removed from the patient's body. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient¿s status is stable.